Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature testing could not be performed since the device was not working when received. Device evaluation is not complete at this time, completion of evaluation is anticipated.

Event description:
It was reported that post-operative, the handpiece was overheating. There was no patient impact.

Manufacturer narrative:
Additional information received indicating the device heated up in less than one minute. Date MFR. Rec: 11/16/2016. Device evaluation has been completed. Evaluation indicated the device motor shorted. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the device heated up in less than one minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.